Manufacturer narrative:
The customer reported that the AED is prompting an error code and a battery replace now warning. The customer stated that the battery is faulty but haven't reached the expiry date yet. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED is prompting an error code and a battery replace now warning. The customer stated that the battery is faulty but haven't reached the expiry date yet. They did not report that this event occurred during patient use.